Event description:
Information was received indicating that a smiths medical cassette was being filled with medical fluid when the customer noticed bleeding air bubbles from the medication bag and then saw the medical fluid leaking from the part where the tubing and medication bag were connected. There was no reported adverse events.

Manufacturer narrative:
Other, other text: device evaluation- one used sample was returned for evaluation. The device was examined and no discrepancies identified. The device was given functional testing the device was found to leak from the inner medication bag. The issue was determined as potentially occurring during manufacturing. The exact operation causing the damage to bag has not been established at this time.